Event description:
While administering darzalex faspro to a patient, the closed system transfer device syringe malfunctioned, causing the drug to backflow past the rubber syringe and into the syringe instead of being administered to the patient. The doctor was notified and after consulting with chemotherapy pharmacists was reasonably sure that only a minimum amount of the drug was possibly given to the patient and the dose was remade and given with no issues. As the dose was prepared and sent to oncology at the end of the compounding day, the trash had already been removed from the compounding area and the lot number of the affected syringe is not known.